Manufacturer narrative:
Date of event is unknown. The report that the patients percutaneous lead based cervical scs was nonfunctional was confirmed. Analysis of lead a found a kink on the outer tubing where all internal wires were broken. The root cause of the fractures is unknown as there were no reports of the patient experiencing any trauma, falls or accidents prior to the reported allegation.

Event description:
It was reported that the patient's lead was nonfunctional and patient underwent surgical intervention wherein the entire system was explanted to address the issue.